Manufacturer narrative:
Investigation summary: no product samples, videos were returned for investigation. However, images were provided by the customer showing the pressure tubing separation. A failure mode was not able to be identified from the images provided by the customer. Without the return of the reported sample, a probable cause could not be determined. The device history review for lot 13853924 was reviewed and no non conformities were found that would led to the reported complaint.

Manufacturer narrative:
E1 - initial reporter phone is (B)(6). The device is not available for evaluation. The investigation is pending.

Event description:
The event involved a transpac it wch single kit 30 ml/hr where the reporter stated that a nurse lifted child's arm to place under pressure injury device, and tubing from arterial line separated from connection site. The arterial blood spurtred from artery disconnection. An emergency clamp was used to clamp the arterial line closed and the emergency bell was pressed. This was not a connection point but came apart where tubing is glued into three way tap where it is supposed to be fused. The solution administered was heparin saline via an arterial line. There was patient involvement and a small amount of blood loss, but no delay in therapy and no death or serious deterioration in the event.